Manufacturer narrative:
H.6. Investigation: bd received 1 photo from the customer for the investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, retention samples were evaluated and no issues relating to fibrin was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, fibrin because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples tested were acceptable. This complaint has been confirmed on the photo provided only. Bd was unable to determine the root cause of the customer's issue.

Event description:
It was reported that there is poor barrier separation of sample during centrifuging with a bd vacutainer® sst¿ blood collection tubes. This occurred on 49600 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: customer claims that the gel in the tube is turning into a "gelatin" when centrifuging. Additionally, on 2020-07-23 the bd sales consultant provided the following additional information: on my visit to the customer, I was informed that there was a misunderstanding of information and that the reported problems were not found in lot 0027534. The only lot that the client reports having observed the problem was lot 9287014. During my visit, I followed the gel tube samples at the curitiba city hall laboratory and the problems reported by the client did not happen during my follow-up and the case batch has already run out of stock. Some units still have tubes from batch 9287014 and in all samples observed from that batch the formation of the gel barrier was complete and no changes were observed. Only 3 samples had the formation of coarse fibrin and I asked the techniques to track the samples. The 3 were from the same place and the patients were in the ICU. The hospital is treating only covid cases and has a centrifuge. The problem reported by the client may be related to the patient's clinic or the clot retraction time, as the hospital samples have already been centrifuged in the laboratory. The high number of samples with fibrin may be related to a combination of several factors that contributed to its formation: the main characteristic of severe covid-19 is coagulopathy, with 71.4% of patients who die; this type of patient has high levels of fibrinogen and makes use of anticoagulants; the week the problem was reported, it was very cold in the city and in hospitals, samples are centrifuged before being sent to the laboratory. These associated factors may have contributed to the samples taking a longer than normal time to clot and this enabled the formation of coarse fibrin. Patients undergoing hemodialysis and heparin use, in some samples, the formation of coarse fibrin. I spoke with laboratory and they will start to re-arrange all the samples in which the problem is encountered so that we can better understand the cause and this possible relationship mentioned above.

Event description:
It was reported that there is poor barrier separation of sample during centrifuging with a bd vacutainer® sst¿ blood collection tubes. This occurred on 49600 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: customer claims that the gel in the tube is turning into a "gelatin" when centrifuging. Additionally, on 2020-07-23 the bd sales consultant provided the following additional information: on my visit to the customer, I was informed that there was a misunderstanding of information and that the reported problems were not found in lot 0027534. The only lot that the client reports having observed the problem was lot 9287014. During my visit, I followed the gel tube samples at the curitiba city hall laboratory and the problems reported by the client did not happen during my follow-up and the case batch has already run out of stock. Some units still have tubes from batch 9287014 and in all samples observed from that batch the formation of the gel barrier was complete and no changes were observed. Only 3 samples had the formation of coarse fibrin and I asked the techniques to track the samples. The 3 were from the same place and the patients were in the ICU. The hospital is treating only covid cases and has a centrifuge. The problem reported by the client may be related to the patient's clinic or the clot retraction time, as the hospital samples have already been centrifuged in the laboratory. The high number of samples with fibrin may be related to a combination of several factors that contributed to its formation: ¿ the main characteristic of severe covid-19 is coagulopathy, with(B)(4) of patients who die; this type of patient has high levels of fibrinogen and makes use of anticoagulants; the week the problem was reported, it was very cold in the city and in hospitals, samples are centrifuged before being sent to the laboratory. These associated factors may have contributed to the samples taking a longer than normal time to clot and this enabled the formation of coarse fibrin. Patients undergoing hemodialysis and heparin use, in some samples, the formation of coarse fibrin. I spoke with laboratory and they will start to re-arrange all the samples in which the problem is encountered so that we can better understand the cause and this possible relationship mentioned above.

Manufacturer narrative:
The following fields have been corrected as new information from customer has been received: b.5. Describe event or problem: d.1. Medical device brand name: bd vacutainer® sst¿ blood collection tubes d.3. Medical device manufacturer: becton, dickinson & co. ¿ sumter, sc / 29153 d.4 medical device catalog #: 367983 d.4. Medical device lot #: 9287014 d.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton, dickinson & co. ¿ sumter, sc / 29153 g.5. PMA / 510(k)#: bk050036 h.4. Device manufacture date: 2019-10-14

Manufacturer narrative:
There were multiple common device names reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there is poor barrier separation of sample during centrifuging with a bd tube sst plh 13x75 3.5 plbl gold br. This occurred on 49600 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: customer claims that the gel in the tube is turning into a "gelatin" when centrifuging.